Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The perfusionist noticed that the membrane was not wrapped tightly. When the interventionist attempted to advance the iab through the sheath, it could not move forward. As a result, the iab was not inserted into the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.